Event description:
It was reported that the device broke at the vamp reservoir during simulated testing. Reportedly, the device broke after two weeks of being in use. The device had been handled several times.

Manufacturer narrative:
Device has not been received for eval.